Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's kv jumped up during fluoroscopy and the screen went blank during a case. No pt injury was reported.